Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: over the past 3 - 4 nights the patient's pump has alarmed auto off and then the pump will lose prime while the patient is asleep. The patient will wake up with a blood glucose (bg) of 300-400 mg/dl with mild dizziness and a mild stomach ache. Patient will then complete prime steps and give a correction bolus from the pump. Bgs will lower and symptoms will abate. Reporter disabled the auto off alarm feature in the patient's pump and the pump has not lost prime since. Doese not want to review pump at time of call. This complaint is being reported as the issue was not resolved and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.